Manufacturer narrative:
Product investigation: an event of a central leak secondary to calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 25mm trifecta valve was implanted. On (B)(6) 2017, degeneration of the valve was suspected following an echo that revealed a central leak secondary to calcification. On (B)(6) 2017, a valve in valve procedure (26mm corevalve) was performed.